Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of hospitalization for high blood glucose level of 1200mg/dl and diabetic ketoacidosis. The customer had symptoms such as vomiting and high ketones and treated with manual injection. Customer's blood glucose value was 429 mg/dl at the time of the call. Troubleshooting was performed and found that the site is changed every 2 to 3 days and the drive support cap appeared normal. There were no leaks, air bubbles, site or insulin issues. The customer indicated that their doctor changed the pump device settings. The customer indicated that they will let the insulin come to room temperature and will call back to further troubleshoot.